Manufacturer narrative:
The investigation for the purge leak-pump has been completed. Clinical details state that there was a leak coming from the purge filter/reservoir along with a purge pressure low alarm. The field rep advised that they perform a purge filter bypass as no replacement pumps were available. This resolved the complication. No information was provided as to why the leak may have started. Product was not returned for investigation. Data log review confirmed that there was a sudden drop in purge pressure, purge flow was flowing at 30 ml/hr with purge pressure low alarm and "air in purge" alarm. Purge pressures normalized within 10 minutes, indicating the filter bypass worked to resolve the complication for the remainder of the case. The root cause of the purge leak was determined to be a damaged sidearm but the exact location of the leak could not be determined as product was not returned.

Event description:
The user facility reported a 70-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported a 70-year-old male patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. During impella support, the pump had a leaking purge filter/reservoir; therefore, a bridge purge filter bypass was performed, and the purge cassette was exchanged. The pump was not explanted as a result of the event and the patient is still on support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿